Manufacturer narrative:
This report will be ammended when our investigation is complete.

Event description:
It was reported that resurfacing arthroplasty left hip failed, due to osteonecrosis and cervical fracture. Stem of the durom femoral component broke at revision.